Event description:
Additional information received noting that the patient underwent surgery and reinserting the lead pin resolved the high impedance but the physician wanted the patient to have a new generator therefore the generator was replaced. The explanted generator was received but product analysis is still underway.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was found to have high lead impedance and has since been referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator)=no condition) was performed. There were no performance, or any other type of adverse conditions found with the pulse generator.